Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to chest pressure and questioning therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the ICD was functioning within normal parameters and there were no arrhythmias detected since last interrogation. It was noted that the patient's right ventricular (rv) lead displayed increased sensing integrity counter (sic) since their last interrogation. Follow-up was completed with the patients clinic. The healthcare professional (hcp) at the clinic stated the patient has not been seen in-office recently and there is no record of any recent programming changes or that the patient had contacted their physician. The patient is scheduled for an in-office follow-up later this month. The lead remains in use and no reprogramming has been completed at this time. No patient complications have been reported as a result of this event.